Event description:
It was reported that the pump was experiencing valve failure and low volume alarms, as well as "wandering inflation". Because of this, the pump was exchanged. There were no associated patient complications.